Event description:
A report was received that the patient had experienced difficulty charging his ipg since undergoing a non-device related procedure. A bsn sales representative assisted the patient in charging and determined that the ipg was not charging properly. An ipg replacement procedure has been recommended.